Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that she found the tampon string pulled out. Consumer was able to manually remove the tampon.